Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a stuck guidewire is confirmed but the exact cause remains unknown. One guidewire within the hoop was returned for investigation. The introducer needle was not returned. The wire was observed to be frayed. The distal weld tip was observed to be intact. Biological residue was observed to be surrounding the distal end of the guidewire. The corewire was observed to be frayed and the guidewire was unraveled on the proximal side of the residue. Microscopic observation of the frayed corewire revealed the break surface to narrow. This is indicative of the wire experiencing tensile forces during use. The outer diameter of the guidewire was measured and found to be within specification. Based on the condition of the returned sample, possible contributing factors include biological residue and retraction of the guidewire against the needle bevel; however, since the introducer needle was not returned for investigation, the cause is unknown. A lot history review (lhr) of rect0580 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that since the guidewire could not advance when the guidewire was inserted, the physician attempted to remove it, but it could not be removed. There was no reported patient injury. On (B)(6) 2018-the returned guidewire is frayed and the core wire is broken.